Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer called concerned with test results from results obtained of 207, 154 and 218 mg/dl. Caller stated the customer's expected am fasting blood glucose test result range is 100-125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/16/2027 and the open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 207 mg/dl date: (B)(6) 2026 time: 4:12pm non-fasting pm result 2 :154 mg/dl date: (B)(6) 2026 time: 7:30am fasting am result 3: 218 mg/dl date: (B)(6) 2026 time: 7:22am fasting am result 4: 83 mg/dl date: (B)(6) 2026 time: 7:20am fasting am result 5: 97 mg/dl date: (B)(6) 2026 time: 7:30am fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 23-apr-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.